Event description:
The pt had a left hip replacement in 2002 for degenerative arthritis. In 2003, pt reported bending over/twisting in garden, and felt a pop. X-ray report stated that hip dislocated in superior fashion. Operative report indicated a foreign body, a plastic femoral hip trial was noted in the acetabulum which was removed and pt was revised.